Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving hydromorphone (at an unknown concentration 0.144 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that on an unspecified date the patient had symptoms of feeling drunk before and required narcan. No further complications have been reported as a result of this event.